Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported injected with 2 different needles from this box. Different days. Both needles broke off in her injection site. 1 from last night (B)(6) 2026 she was able to remove on her own. The other needle break was about 2 weeks ago. Not sure if it fell to the floor after injection or it is still in her injection site. No medical attention received for this. Denied reuse of needles. Does injecting into scar tissue in stomach. Caller can send us unused pen needles from this box only. Discarded the 2 pen needles. (B)(6). Lot # 4205051. Catalog# 320109. Date of event (B)(6) 2026. Date of event: unknown about 2 weeks ago. Sample status awaiting sample unused samples from this box.